Manufacturer narrative:
Serial number continued (B)(4). The investigations found: for 1 event: the mixing speed was high, the probe was misadjusted and the measuring cell was damaged. For 2 events: the investigation determined that the field service engineer (fes) service activities resolve the issue. For 5 events: the investigation could not identify a product problem. The cause of the event could not be determined. The follow-up actions were: for 1 event: the measuring cell was replaced. The probe and mixer were adjusted. Performance testing and blank cell calibration were run and were within specifications. Calibration and controls were within specifications. For 1 event: probe adjustments, probe voltages, and sample rack adjustments were checked. Performance testing passed. For 1 event: the fes found water dripping off the probe which indicated there was poor internal rinsing of the sipper probe. He cleaned the filter, adjusted the sipper probe, and completed a sipper prime 40 times. Instrument and performance checks were completed within acceptable results. For 1 event: controls were tested and the recovery was excellent. For 1 event: the field service engineer (fse) found torn pinch tubing. The fse replaced the pinch tubing and checked the probe adjustments. The fse performed system volume checks, performance testing, and system function checks that were acceptable. For 3 events: there were no follow up actions. The reported event involved an automated analytical device that is serviced in the field and not routinely returned for investigation. This device is not labeled for single-use and is not reprocessed or reused.

Event description:
This report summarizes 8 malfunction events. Questionable low results were generated by the cobas e 411 immunoassay analyzer. The events involved a total of 9 patients with the following: five patients had questionable elecsys hcg + beta test system results, one patient had a questionable elecsys probnp ii immunoassay result, three patients had questionable elecsys hcg test system results. For 4 patients, the patients' ages ranged from 28 - 88 years old. The other 5 patients' ages were requested but were not provided. The patients' weights were requested but were not provided. For 5 patients, 1 was male and 4 were female. The other 4 patients' genders were requested but were not provided. The patients' races were requested but were not provided the patients' ethnicities were requested but were not provided.